Event description:
The user reported vising an ER due to feeling unwell and falling on (B)(6) 2026. At the time of event, sg was 11 mg/dl, while the bg measured at the ER was 416 mg/dl. No further information could be obtained due to lack of response from the user despite multiple contact attempts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On an unspecified date, the user reported visiting the emergency room and stated that a blood glucose value of 416 mg/dl was measured at the hospital while the sensor glucose reading was 111 mg/dl. The user did not provide additional details regarding the event. Customer care made multiple follow-up attempts to obtain further information; however, the user remained unresponsive, and no additional information could be obtained. As a result, further investigation was not possible. An associated case (MFR#: 3009862700-2026-00291) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for sensor replacement, and the device was requested for further investigation. However, the sensor was not returned to senseonics by the time of complaint closure. Review of available sensor glucose data showed variable readings with reduced agreement between sensor glucose and blood glucose values. Analysis of available in-vivo data demonstrated a decline in sensor performance over time. These findings are consistent with chemical degradation of the glucose-indicating component within the sensor hydrogel and likely contributed to the reported inaccuracies. Review of the data management system confirmed that the user stopped using the system on (B)(6) 2026.